Manufacturer narrative:
Analysis was normal. No anomalies were observed. As received, a complete lead was returned in two pieces for analysis. Visual inspection of the lead found no anomalies with the exception of damage consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient was pacer dependent. It was noted that the patient experienced severe tricuspid valve regurgitation secondary to posterior leaflet avulsion during right ventricular (rv) lead laser extraction. The endocardial right ventricular (rv) lead was explanted and replaced with an epicardial lead. The tricuspid valve was also replaced during the procedure with the implant functioning and the generator was downgraded. There were no complications. The patient tolerated the procedure well, was released from the procedure into the intensive care unit in stable but guarded condition.